Event description:
A foley catheter was placed by rn. After the procedure started, it was noted by the team that there was no urine in the foley bag and the device was on the floor. There was a delay in replacing the foley catheter due to the patient being draped. When the balloon of the foley catheter was tested, it was noted to leak.